Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the device was returned for evaluation. A visual inspection observed a pin hole in the intravia bag. The device failed a pressure test. The initial evaluation confirmed the reported problem. The cause of the hole was determined to be defective material and an incorrect segregation after inspection by the operator. Awareness training was provided to the associates related to the mentioned condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty container was leaking. The bag was filled with an unknown drug at the reporter pharmacy. The leak was observed upon arrival at the hospital which the pharmacy sent it to for use. The reporter stated that there was a hole by the corner of the bag that caused the solution to leak. There was no patient involvement. No additional information is available.